Event description:
Customer's mother reported receiving several no delivery alarms on the insulin pump during a bolus delivery. Troubleshooting was performed and the insulin pump alarmed no delivery again during fill cannula. Customer's current blood glucose reading is 276 mg/dl and has treated with breakfast. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. The insulin pump had cracked battery tube threads.